Manufacturer narrative:
The autopulse platform was returned to zoll on 10/24/2017 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
As reported, the autopulse platform (B)(4) displayed a user advisory 41 (patient temperature sensor failure) message during a shift check. There was no patient involvement.

Manufacturer narrative:
The reported complaint of a user advisory (ua) 41 (patient temperature sensor failure) message with the autopulse platform (sn: (B)(4)) was not reproduced during functional testing but was confirmed during archive review. A large resuscitation test fixture (lrtf) was used to test the platform for 25 minutes and no fault errors found. There was no device malfunction or defect observed. The storage and shift check conditions are not known. However, factors such as ambient storage condition (e.g. Fire truck under sun) or soft surface that may block air vents are known to cause ua41 in rare cases. Review of the retrieved archive data, found multiple ua 41 messages on (B)(6) 2017; however, there were no event recorded on the reported event date of (B)(6) 2017, thus confirming the reported complaint. As a precautionary measure, the temperature sensor cable was replaced. Unrelated to the complaint, during visual inspection the encoder cover was found damaged and the drive shaft was stiff. To ensure that the autopulse platform is functional without issue, the encoder cover and drive shaft were also replaced. The autopulse platform is a reusable device and was manufactured in 2015. Historical complaints were reviewed for service information related to the reported complaint. There was one previous complaint reported for the autopulse platform with serial number (B)(4) for ua 41, under ccr 21626 reported on (B)(6) 2015. The temperature sensor was replaced. The platform passed all final testing criteria.